Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have blade damage near the middle of the blade. One of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The complaint regarding cable frying was not confirmed by failure analysis.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.